Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned precision spectra ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.